Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer also reported having a blood glucose level of 40 to 45 mg/dl on the morning of the call. Blood glucose level at the time of the incident was 336 mg/dl. Blood glucose level at the time of the call was 314 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. Customer was advised to consult their health care provider to adjust insulin pump settings. The insulin pump was not replaced or returned for analysis.